Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during removal, the shaft broke off at 24cm from the distal end. The detached portion of the device was attempted to be snared but was unsuccessful. The patient had to undergo an open heart surgery to completely remove the device fragment. No further complications were reported and the patient was fully recovered and discharged.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous hypotube kinks to the device. There was contrast and blood in the inflation lumen and the balloon. The inflation lumen was stretched down from the midshaft bond for a length of 32.7cm and the was separated from the distal portion of the device. The total length of the distal portion of the device was 25cm and included the inflation lumen, guidewire lumen, balloon, and tip. The rapid port exchange was torn and at 6.2cm from the separation point there was a shaft kink. The balloon was loosely folded, and the tip of the device was damaged. R&d as well as da for engineering was contacted for verification of analysis and confirmed the device was separated and noted all the damages present that were not reported in the complaint event. Product analysis confirmed the reported events as there was separation to the device which would lead to difficulty removing the device. The device also had unreported kinks, stretched down inflation lumen, rapid port exchange tear, and tip damage to the device.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during removal, the shaft broke off at 24cm from the distal end. The detached portion of the device was attempted to be snared but was unsuccessful. The patient had to undergo an open heart surgery to completely remove the device fragment. No further complications were reported and the patient was fully recovered and discharged.